Event description:
It was reported that a patient using an ilet system with a dexcom g7 experienced an overnight hypoglycemic event followed by hyperglycemia after missing a dinner meal announcement; device data showed glucose around 94 mg/dl at dinner, a postprandial rise to about 200 mg/dl, automated correction doses of 1.0 unit then 1.5 units, and subsequent glucose around 58 mg/dl, after which the patient self-treated with oral carbohydrates. Symptoms included hypoglycemia with anxiety, diaphoresis, and shaking/tremors. Outcomes included an unexpected medical intervention in the form of medication-equivalent oral glucose. Investigation included communication with the user and analysis of information provided by the user and device data. Investigation of this case revealed no device malfunction, a usage problem related to the user interface interaction of announcing meals, and an improper or incorrect procedure in the form of a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.